Event description:
It was reported that a (B)(6) pt underwent a kyphoplasty procedure on levels l1 and t11. A small cement extravasation in the upper disc to level t11 was noted. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with representative.